Event description:
It was reported that, "trial inserter for the adm window trial broke the center piece."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.